Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the system controller had a bent pin in the black power lead. The system controller was exchanged.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. During the evaluation of the system controller, two bent pins in the black power lead connector and two missing (broken off) pins in the white power lead connector were found. The log file downloaded from the system controller captured numerous power cable disconnect alarms along with multiple time stamp resets (indicating that there was an interruption in power) and with intermittent pump stoppages, low flow hazard and low speed advisory/hazard alarms. Most of the hazard conditions, according to the information recorded in the log file, appeared to occur when the white power lead was disconnected. This was due to a compromised connection between the system controller and the 14 volt power module patient cable black power leads which resulted in a loss of power. The analysis of the black and white power lead connectors indicate that the damaged condition of the pins was possibly due to a misalignment between the system controller and the 14 volt power module patient cable connectors and/or the system controllers connectors to the battery clips upon physically mating the parts. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.